Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the insulin pump had a post-reset ram crc alarm after battery change. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. The customer also report that the insulin pump had blank display. Customer states the display was not blank less than 30 seconds and then returned. The insulin pump will not be returned for analysis.